Event description:
It was reported by the attorney as a result of a legal claim that allegedly "on (B)(6), 2014 the patient developed a sudden onset of severe pain on her left hip that made it impossible to walk or move around. X-rays revealed that the left hip components were dislocated and the patient underwent same day closed reduction procedure which proved unsuccessful. Two days later, on (B)(6), 2014 the patient underwent an open reduction procedure which revealed that the metal liner on the acetabular cup was loose- specifically the metal head of the acetabular cup which was utilized tor the total hip replacement was dislocated from the plastic component."

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by the attorney as a result of a legal claim that allegedly "on (B)(6) 2014 the patient developed a sudden onset of severe pain on her left hip that made it impossible to walk or move around. X-rays revealed that the left hip components were dislocated and the patient underwent same day closed reduction procedure which proved unsuccessful. Two days later, on (B)(6) 2014 the patient underwent an open reduction procedure which revealed that the metal liner on the acetabular cup was loose- specifically the metal head of the acetabular cup which was utilized tor the total hip replacement was dislocated from the plastic component."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.